Manufacturer narrative:
Pump received with broken reservoir tube lip and cracked case. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer was reported via phone call that the insulin pump has a crack at the top lip of the reservoir and goes down to the window. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.